Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05435, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during a colonoscopy for a post polypectomy closure, performed on (B)(6) 2009. According to the complainant, during the procedure, they had difficulty detaching the clips from the catheter on both devices. They had to open and close the clip in order for the clip to detach. They eventually were able to deploy the clips and the case was completed with the same devices. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).